Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that approximately two weeks after a generator change, the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing, and occasional noise. The physician suspected the issues were being caused by the newly implanted implantable cardioverter defibrillator (ICD) device header or a possible lead fracture. While explanting the rv lead, the physician noticed a possible infection and the entire device system was explanted and replaced on the patient's right side. No patient complications have been reported as a result of this event.